Event description:
Per sales rep, when the tech attempted to prep the stent, prior to use in the patient, air came back into the syringe. The account assumed that there was a hole in the balloon; however, no hole was visualized or noted. The complaint is that the catheter leaked and could not be prepped. Another device was used to complete the procedure. There was no patient injury. The product has been returned to cordis for analysis and testing, the results of which are pending.